Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank.. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li is available in the USA with 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the ccd cable. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The blackout appeared and stopped using it.